Manufacturer narrative:
The reagent lot numbers and expiration dates were not provided. The field service engineer found an issue with the pinch valve. He replaced the pinch valves and ran quality controls with no issues. The investigation is ongoing.

Event description:
There was an allegation of questionable results from the cobas e 801 analytical unit. For one sample: the initial elecsys cortisol ii result was <63.4 ug/dl with a data flag. The repeat result was 5.65 ug/dl. The initial elecsys ft3 iii result was 16.8 pg/ml, and the repeat result was 1.77 pg/ml. The initial elecsys tsh result was 0.198 iu/ml, and the repeat result was 6.97 iu/ml.

Manufacturer narrative:
The investigation was unable to determine a specific root cause. The issue appeared to be resolved after the service actions.